Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl. The customer¿s other blood glucose was 170 mg/dl, 300 mg/dl and 341 mg/dl, 335 mg/dl and 328 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer treated with insulin pump and manual injection. Customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.